Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and ten months post filter deployment, computed tomography (CT) revealed the filter was at sup l2 to mid l3. There was no migration and tilt. There was grade two perforation with maximum of 4mm. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 09/2013), g4 h11: h6(patient, device, method and conclusion) h11:section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with history of deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: one week post radical retro pubic prostatectomy the patient presented with complaint of abdominal pain and systemic anticoagulation from post-op pulmonary embolus. A CT scan of the abdomen demonstrated a large pelvic hematoma. An exploratory laparotomy evacuation of pelvic hematoma was performed in surgery to remove a few handfuls of blood clot followed by suction removal of fragmented blood clot. No active bleeding was identified from the dorsal venous complex. A filter was deployed following the laparotomy evacuation of pelvis hematoma. The filter was deployed inferior to the renal takeoffs in an upright position without incident. No other pertinent information was provided leading up to or surrounding the filter deployment. There were no medical records provided that suggested filter limb perforation. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis/pulmonary embolism. Sometime post filter deployment (date not provided) filter limb perforation was alleged. Medical records provided by the reporting source stated the filter was deployed post surgical laparotomy evacuation for a few handfuls of blood clot in the pelvis; one week post radical retro pubic prostatectomy. The filter was deployed inferior to the renal takeoffs in an upright position without incident. There were no medical records provided that suggested filter limb perforation. The patient status at this time is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: one week post radical retro pubic prostatectomy the patient presented with complaint of abdominal pain and systemic anticoagulation from post-op pulmonary embolus. A CT scan of the abdomen demonstrated a large pelvic hematoma. An exploratory laparotomy evacuation of pelvic hematoma was performed in surgery to remove a few handfuls of blood clot followed by suction removal of fragmented blood clot. No active bleeding was identified from the dorsal venous complex. A filter was deployed following the laparotomy evacuation of pelvis hematoma. The filter was deployed inferior to the renal takeoffs in an upright position without incident. No other pertinent information was provided leading up to or surrounding the filter deployment. There were no medical records provided that suggested filter limb perforation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis/pulmonary embolism. Sometime post filter deployment (date not provided) filter limb perforation was alleged. Medical records provided by the reporting source stated the filter was deployed post surgical laparotomy evacuation for a few handfuls of blood clot in the pelvis; one week post radical retro pubic prostatectomy. The filter was deployed inferior to the renal takeoffs in an upright position without incident. There were no medical records provided that suggested filter limb perforation. The patient status at this time is unknown.